Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt who was implanted on (B)(6) 2000, states that since this morning everything sounds strange and sometimes it hurts. She is no longer able to use the processor due to the pain. The external parts were checked. Testing in situ is unremarkable. An accident or trauma is not known. The pt is scheduled to be reimplanted on (B)(6) 2012.